Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the housing of the device. The device was filled with water and a leak was observed originating from the bladder crimp. The reported problem was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown drug solution leaked from somewhere inside the housing of a large volume infusor while the pump was being filled. The exact location of the leak could not be determined by the reporter. There was no patient involvement. No additional information is available.